Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board and confirmed that erosion occurred.

Event description:
A left atrial erosion in a (B)(6) with a 14-16mm secundum atrial septal defect occurred four days after percutaneous closure with a 20mm amplatzer septal occluder. The patient had syncope and required emergent pericardiocentesis. The patient was stabilized and sent to surgery for device removal, asd closure and erosion repair. Erosion of the left atrial dome was confirmed by the surgeon. The patient has a known genetic disorder, kabuki syndrome, with a dilated aortic sinus.